Manufacturer narrative:
Product ID 8780 lot# n721721003 serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4).

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 5.791 mg/day) and bupivacaine (18 mg/ml at 6.949 mg/day) via an implantable infusion pump. It was reported that the patient had increased pain and nausea, which was diagnosed as acute opiate withdrawal. The patient was brought to the procedure room where a rotor and dye study were performed. The rotor was found to turn an appropriate amount, but the catheter could not be aspirated. As such, the procedure was aborted and the patient was referred to a neurosurgeon for a revision surgery of the catheter. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The issue was not considered resolved. No further complications were reported.